Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture, loss of sensing, and impedance issue. Imaging revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable.